Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one versaone optical trocar with fixation cannula. The visual inspection of the returned product noted: the duckbill seal, circular seal, obturator and cannula appeared intact. During the visual evaluation, some over molding was observed where the tip is molded to the tube of the obturators. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed condition was determined to be a result of a manufacturing activity. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia procedure, when putting the instruments through the cannula the instruments get stuck around the seal of the cannula and was hard to maneuver. The cannula was changed to complete the procedure. There was no patient injury.